Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed frequent replace battery alarms. Moisture was found in the display. The keypad buttons were unresponsive to user input. The keypad was removed to find no damage to the button contacts. A leak was found in the display lens. The pump was opened to find moisture damage on the internal components. The unresponsive keypad buttons were due to moisture damage. Additional evaluation codes: methods code- 23

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.